Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator failed the pressure accuracy test (pvt test 4). No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of this report: 02jul2019. Date rec'd by MFR: 01jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported pressure accuracy failed issue. The manufacturer¿s field service engineer (fse) replaced the data acquisition board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.